Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was severely worn since the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). It is highly likely that ultrasound frequency error occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. And there was a possibility that time out error occurred since the user continued activation of seal mode more than set time. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. It was reported that ultrasound frequency error and time out error occurred. There was no patient harm reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the ptfe pad of the device was severely worn on august 10, 2015.